Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit needs to be checked for repair. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and determined the safety disk needs to be replaced. The fse is awaiting the required part to arrive for the repair. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Manufacturer narrative:
This report is being cancelled as it is not a valid complaint. Revert all sections to blank : b. Adverse event or product problem; d. Suspect medical device; e. Initial reporter; g. All manufacturers; h. Device manufacturers only.

Event description:
Record is being cancelled as not a complaint. The unit was taken out of service because of the ¿safety disk due¿ message notified the customer. The unit sat for months awaiting the safety disk and when the safety disk became available the customer had no idea why the machine was sitting in the corner. There were no faults/malfunctions found with the iabp.